Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not applicable. G4: additional PMA/510(k) number ¿ k011028/k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had loose crown. The implant was fractured at tooth site #30 and needed to be removed. Removed implant and placed puros graft for future implant placement.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvh13, tapered screw-vent implants with mp-1 ® ha dual transition selective surface for evaluation. Visual evaluation was performed, product had signs of use, damage to the implant was identified. Bone debris on the implant¿s external threads. The implant¿s collar was fractured. There was debris inside the implant, no fragments. This complaint refers to the tsvh13, tapered screw-vent implants with mp-1 ® ha dual transition selective surface DHR review was completed for the subject lot number 61360259. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61360259 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: implant the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction did occur. The implant¿s collar was fractured, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.